Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the user ligated a clip during a laparoscopic cholecystectomy, the pivot pin of the applier was detached, and the tip of the jaws got bent. Therefore, the user stopped using the applier and used a new one instead. Neither the pivot pin nor clip fell/remained in the patient.

Event description:
It was reported that when the user ligated a clip during a laparoscopic cholecystectomy, the pivot pin of the applier was detached, and the tip of the jaws got bent. Therefore, the user stopped using the applier and used a new one instead. Neither the pivot pin nor clip fell/remained in the patient.

Manufacturer narrative:
Qn#(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a (B)(4) pc. Lot in (B)(6)2019. The returned instrument was evaluated and found that the jaws are loose and misaligned to each other in the closed position and the jaw pivot pin is slightly recessed into the outer tube assembly on one side thus we are able to validate this complaint. Mishandling of this device at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to customer as this is a standardized procedure for this product line at this facility.